Event description:
In 2009, the patient reported that at breakfast today, she had a blood glucose of 105 mg/dl and a reading of 390 mg/dl at 12:30pm before she had lunch. Her normal range is 100-140 mg/dl. She said she had no symptoms but did feel tired earlier. She treated her readings by setting a temporary basal rate increase of 180% on her insulin infusion device. She stated she also checked her infusion set and discovered her tubing had come loose at the luer/adapter connection. She said she smelled insulin. She tightened the connection and continued to monitor her blood glucose levels which remained in the 300-400 mg/dl range. At 5:30pm, she received an e4 (occlusion) error and pressed the check button to clear it which resulted in her getting an a6 (temporary basal rate canceled) and an a8 (bolus canceled) alert. At 10pm she changed her infusion headset but not her tubing. She changes her headsets every 3 days and had previously changed the headset 2 days ago. She changes her tubing and insulin cartridge every 8 days. She was advised to change her tubing every 6 days. Troubleshooting did not find any product issues. On follow up with the patient in the next day, she stated she changed the tubing, cartridge and adapter and her blood glucose levels have returned to her normal range and she has had no further issues. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
Method, results code: no product will be returned for evaluation.